Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2021. H3 evaluation: complaint sample was received. Valve-during the sample evaluation the inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and it was confirmed that the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible if that observed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Perimeter of reservoir- during sample evaluation the perimeter of reservoir was visually inspected around tubes area and "cuts" due to trim tube process were not observed. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, however, the bag did inflate. It means that there is a potential damage on the film of the reservoir. Additional, visual inspection was performed, a puncture was detected in the back of the bag. Therefore, the defect on reported was observed. However as per sample review, the section of the reservoir bag that has the small puncture is the lower right area on the back of the bag that is not near the ports cut area which is the only potential cause of the puncture. In addition, vacuum and leak test is performed 100% at every single part to detect any leak or failure related to reservoir seal. Based on the present analysis, it is determined that the reported complaint is verified but not related to manufacturing process. It's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hepatectomy on (B)(6) 2021 and a reservoir was used. In the ICU, suction could not be done. So, it was replaced to another 150 ml reservoir, and suction could be done properly. Further details are not provided. There were no adverse consequences to the patient.